Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine (unknown, 5 mg/day at an unknown concentration) via intrathecal drug delivery pump for spinal pain. It was reported that the patient had the pump revised/replaced due to normal battery depletion. She had an infection on the incision with yellow pus coming out of the incision. The patient reported drainage. It was unknown whether the infection was confirmed. The infection section was cut out. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the infection had a bubble on it. The event date was (B)(6) 2017 . No further complications were reported.